Manufacturer narrative:
Investigation summary: phlebitis: in response to the event reported by your facility a device history review was conducted for lot number 7325331. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that a serious injury occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter ((B)(6) translation), "patients due to acute mastitis on july 23 to the hospital, according to the doctor's instructions to use disposable veins to puncture, puncture dilated after 2 days of skin redness, itching, immediately pull out the retention needle, local iodine volt disinfection, 1 day after the symptoms disappear."